Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a sticking button, and reverse insulin flow block alert. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer would continue to use the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The customer returned the pump for an alleged unresponsive keypad (sticking buttons) and insulin flow blocked alarms found on 12/28/2022. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08665 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. All buttons functioned properly and no unexpected insulin flow blocked alarms were noted during testing. Successfully downloaded the trace and history files using thus. A review of the pump history file reveals a total of three (3) no delivery (insulin flow blocked) alarms were generated during december 2022, listed below: 12/24/2022 13:46:07 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1 food bolus delivery. 12/25/2022 13:21:54 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1 bg correction + food bolus delivery. 12/25/2022 23:23:36 alarmalertnotification (40) faultnumber: nodelivery (7) during a 12/25/2022 23:23:36 delivery. The pump was cut open for visual inspection. During the visual inspection, no damage or moisture was noted on the electronic assembly (pcba 1 and pcba 2), motor, force sensor, keypad flex tail, keypad dome switches, or keypad assembly, and the keypad connector on j1/pcba 1 was locked properly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. Unresponsive keypad and insulin flow blocked alarm complaints are not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.